Manufacturer narrative:
An event of pulmonary vein stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis.  In addition, no log files were received. The lot number was not provided so a review of the device history record was not possible. Based on the information received, the cause of the reported pulmonary vein stenosis may have been procedure related. Per the IFU, stenosis is a known risk during the use of this device.

Event description:
Following a pulmonary vein isolation procedure on (B)(6) 2018, the patient had pulmonary vein stenosis. During a follow up, an rx scan image revealed stenosis on four pulmonary veins. A majority of the stenosis was on the inferior pulmonary veins while some stenosis was observed on the superior veins no intervention was needed to treat the stenosis but the patient had difficulty breathing but is in stable condition. There were no performance issues with any abbott device or during the original ablation procedure.